Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt rec'd a depuy asr xl and a depuy asr resurfacing hip. The pt has subsequently developed general pain and stiffness and now faces the possibility of revision surgery.